Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that the patient experienced an adverse event. The patient stated they had been having issues with the dexcom system and was at the hospital to have their blood glucose meter replaced. While at the hospital, the patient found that their sugar levels were over 800 mg/dl and was admitted to the hospital on (B)(6) 2017. The patient stated that they were in the intensive care unit (ICU) due to diabetic ketoacidosis and was released a week later. There was no allegation of malfunction against the dexcom system. At the time of contact, the patient was feeling weak but was doing better. No additional patient or event information is available.